Event description:
Inbound. Patient reported cadd legacy pump alarm no disposable with brand new prefilled remodulin cassette. Switch to new cassette with pump and had no alarm. No lot number, no further details provided.